Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link 8 stent delivery system (sds) noted blood visible on the shaft, the balloon, the stent implant and in the guide wire lumen, indicating that the device was advanced over a guide wire and into the body. There was also contrast visible on the shaft and the balloon, which is consistent with handling during the procedure. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided, the lesion was heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 15.3 cm distal to the strain relief tubing. There was also a kink in the hypotube adjacent to the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since there was no report of any damage observed to the sds during inspection prior to use, this indicates that the shaft separated during the procedure, as reported. Reportedly, the sds was pushed as resistance was encountered during advancement. It should be noted that the product instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The sds likely interacted with the tortuous and calcified lesion during advancement such that as force was applied against resistance, the shaft kinked and separated as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. The analysis also noted multiple bends throughout the entire length of the hypotube. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the analysis of the returned product, the reported failure to advance, shaft separation and noted bends appear to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that the very calcified and tortuous lesion was located in the right coronary artery. Resistance was felt during advancement of the stent delivery system catheter. Pushing on the catheter resulted in a kink and a separation of the proximal shaft, in a location outside of the patient anatomy. The device was removed from the patient without difficulty. The procedure was completed with an non-abbott stent. No patient effects were reported. No additional information was provided.